Manufacturer narrative:
(B)(4). Additional information requested and received: was any issue noted with device performance during initial procedure? No abnormal events were noted when device was used. What was the patient bmi/gender? Pt- female. (B)(6). What is the current patient status? Pt is stable.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, it was reported that the patient had a low hematocrit post op. The surgeon gave blood (units unknown.) Patient stabilized. The surgeon did not take the patient back to or to evaluate origin or location of bleeding. Patient had a large bmi. The surgeon used his standard selection of reloads. Gst60g, gold, blue x5 complete sleeve. Blood transfusion